Event description:
It was reported that during a vinci-assisted surgical low anterior resection procedure, the customer informed the technical support engineer (tse) that the monopolar curved scissors (mcs) instrument did not recognize, they installed another mcs to resolve the issue. The tse confirmed that the error 22020 occurred several times. The tse advised them to reinstall the sterile adapter and check again. Subsequently, the mcs instrument was found with wire cable broken during the cleaning process. Customer was advised to return this instrument. The lot number was unknown. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.